Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 in cvu 1 main continues to fail. The customer reported that this malfunction has delayed the timely dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer replaced latch sensor. The system functioned as intended after the field service engineer troubleshooted the device .